Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on call recording which the customer care advocate (cca) listened back to for clarification for the medical surveillance specialist. The patient stated that the alleged product issue occurred at 8:22am on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿126mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with x2 10mg glipizide per day and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the cca that half a hour before the alleged product issue occurred they had developed the symptoms of ¿convulsing, shaking and confused¿. At 8:40am the same morning the patient was taken to hospital by the emergency medical services (ems). The patient was treated with IV fluids ¿ during the call the patient noted that they thought that this was IV glucose. There was no documentation of a blood glucose test performed in the hospital. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measurement was set correctly at the time of testing. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.